Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal revision procedure on (B)(6) 2016 due to fracture developed in trochanteric region of femur postoperatively. During the procedure, three (3) unknown 7.3 mm cannulated screws were removed. Helical blade coupling screw broke during intermedullary nailing of femur procedure. The surgeon was implanting the helical blade after drilling with stepped drill bit. Blade was fully inserted, but the head of the helical blade coupling screw broke off into two (2) pieces. Surgeon was able to disconnect the insertion handle and remove all broken fragments. All the fragments were retrieved easily without any medical intervention and surgery was completed successfully. There was no delay in surgery. Patient is reported as stable. Trochanteric fixation nail and helical blade was implanted in patient without any issue. This report will address the intra-operative event during revision surgery only. The post-operative fracture and need for revision will be captured in and reported under (B)(4). Concomitant devices reported: one (1) unknown helical blade. This report is for one (1) helical blade coupling screw. This is report 1 of 1 for (B)(4).